Event description:
It was reported that the device ventricular capture management (vcm) feature reported high threshold on the right ventricular lead three times, but otherwise vcm has noted a stable threshold at 0.875 volts. No lead issues or changes were noted, so the device will be monitored more closely and an in-office lead threshold test will be done the next time the patient is in the clinic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).